Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction primary with mentor cpx 4 breast tissue expanders 800cc and experienced bilateral device migration post-operatively. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4)) on (B)(6) 2016. This report is for the right breast prosthesis. Per the IFU, this device was used in an off-label manner. This device is not intended for use beyond six months.